Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced high blood glucose. Blood glucose reading was 30 mmol/l. It was unknown that how the customer treated for their high blood glucose. The customer stated that insulin pump had insulin flow block alarm and insulin exited after performing 5 unit fill cannula. Customer stated that cannula was bent. It was unknown that customer using auto mode feature active at the time of event. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.